Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the he was changing his site and when rewinding the pump the piston did not move down and it stuck prime rewind . The customer¿s blood glucose level was 100 mg/d at the time of the incident. The customer stated that they receive the 2nd series beeps appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.